Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry cannot move, user restarted four times to make the geometry work again. Upon troubleshooting, fse reviewed the log file and found the ipc communication time out error. Fse unplugged the ipc cable and inserted again to solve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device lost geometry movements. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.